Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experience difficulty loading a cartridge onto the pump. The customer was able to load a cartridge after multiple attempts. Additionally, the customer received two alarms during the load process. Tandem technical support was unable to confirm the alarms. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported load issue could not be confirmed. The evaluation result code and evaluation conclusion code apply to this reported load event.